Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 6387ml. The fill volume is 2100ml, this meets iipv criteria. Product surveillance contacted the patient's nurse on (B)(6) 2010. According to the nurse the patient is non-compliant with therapy. The nurse stated that they spoke with the patient regarding his therapy. The nurse stated that the patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error due to inappropriate bypass of the initial drain. A review of the service history revealed no previous service events were related to the iipv. A labeling review was performed and found to be sufficient in regards to bypassing the initial drain. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).